Event description:
It was reported that the infusion pump was involved in an underdelivery while in clinical use. Reportedly the pump was programmed to deliver a 1000ml saline solution at 100ml/hr. However it took 15 hours for the solution to deliver instead of the anticipated 10 hours. The infusion pump was removed from the pt. No pt injury resulted.